Manufacturer narrative:
0001822565-2017-05283 was inadvertently reported under an incorrect manufacturing location. This report will be filed under manufacturing report number 0002648920-2017-00669.

Manufacturer narrative:
(B)(4). The complaint device has not been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. Product location unknown.

Event description:
It was reported that the final stem was taller than the stem provisional. No additional information is available at this time.